Event description:
It was reported that the patient presented to the emergency room for chest pulsation. The left ventricular lead was noted to have dislodged and migrated into the svc. The lead was programmed off. The lead was later explanted and replaced. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.